Event description:
--

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, external visual inspection noted scratches and an arc mark on the case. An x-ray was performed and the plasma fuse was noted to be open. A review of the device memory noted a shock lead shorted fault and four charge time exceeded faults. Analysis confirmed the cause of the extended charge times was the open plasma fuse. The cause of the open plasma fuse was the device shocking into a shorted lead condition.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room where the device did not detect and deliver therapy for ventricular tachycardia. The patient was externally shocked which successfully converted the rhythm. Upon interrogation, a short circuit fault code error was observed. A message indicated the battery capacity was depleted was also observed due to end of life (eol). It was noted the patient did not pass out or suffer any injuries as a result. A technical services (ts) consultant was contacted and indicated that a shorted high voltage lead was the likely cause of this incident. The device attempted to shock; however, the lead was compromised and caused the short. The short likely caused some internal damage and further attempts to charge the capacitor resulted in the battery capacity depleted message. Ts recommended explanting and replacing the lead and the device. No adverse patient effects were reported. Subsequently, the device was explanted.